Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a

Event description:
It was reported that during the testing process performed by the customer, the cs100 intra-aortic balloon pump (iabp) had air leakage in the iab loop. It was judged that the safety plate was leaking. There was no harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. E1 event site telephone was shortened due to character limitations. The complete number is (B)(6).

Event description:
It was reported that during the routine check, testing process performed by the customer, the cs100 intra-aortic balloon pump (iabp) had air leakage in the iab loop. It was judged that the safety plate was leaking. There was no patient involvement.

Manufacturer narrative:
A getinge field service engineer(fse) after checking the unit it was determined that the safety plate was leaking and needed to be replaced. The repair has not been carried out yet. Still waiting to negotiate with the hospital. No further information available. If any pertinent information is received in the future, the complaint will be reopened and updated accordingly. No repair information.